Event description:
It was reported to boston scientific corporation that on (B)(6), 2009 a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure on a female patient; age and weight unknown. According to the complainant, the patient was having treatment for a bowel obstruction. During the procedure, the handle used to deploy the stent broke off the delivery catheter. The stent did not deploy and was removed. The procedure was completed with a different type of device. Another stent may be implanted at a later date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corp that in 2009, a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure on a female pt. According to the complainant, the pt was having treatment for a bowel obstruction. During the procedure, the handle used to deploy the stent broke off the delivery catheter. The stent did not deploy and was removed. The procedure was completed with a different type of device. Another stent may be implanted at a later date. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. Should add'l relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.